Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller initially used a tandem charging cable and wall adapter, and after leaving the wall adapter plugged in for at least 30 minutes, the pump began charging successfully, requiring no further assistance.